Event description:
After administration of drugtrastuzumab-hyaluronidase-oysk, subcutaneously into thigh, registered nurse (rn) noted small area on patient's pants where drug had leaked out of the syringe (past the black plunger that prevents backflow). Tiny amount also noted on rn's glove. No skin contact. Patient provided with paper scrubs and pants placed in bag. Instruction given to wash pants as soon as patient got home. Concerned about issue with syringe - 20 ml syringe lot #5015722 - MFR bd ref 303370 (likely lot used).